Event description:
Pt allegedly dislodged tubing from pump causing a free flow condition, although the facility does not know whether or not the pump was actually set up correctly by nursing staff. Patient aspirated and was treated with prophylactic antibiotics. Facility reports patient fully recovered with no additional follow up required. The care giver was apparently called away to tend to another resident. The facility was unable to ascertain if the pump had been on at all or if the tubing had ever been threaded properly or if an alarm had ever sounded. Upon return by the care giver the food bottle was empty and the patient was in some distress.

Manufacturer narrative:
Information was shared with our sales representative during an in-service several weeks past the date of the event. The facility did not report the event to us prior as they believe the event occurred as a result of the patient inadvertently dislodging the pump set from the pump. The pump itself was not suspected to have contributed to the event. We were unable after several attempts to obtain this patient information. The information we received after the event had occurred is that it happened around (2007). We were not informed of the event at the time. We were unable to identify the serial number of the product used. The facility has five products and did not know which of the five were used on the patient when the event occurred. All five were tested and no problems were identified on any of them. We were unable to identify the serial number of the pump.